Event description:
Patient underwent breast augmentation in 1985 with bilateral silicone gel implants. Implants were noted to be ruptured on physician's exam when patient visited office. Patient brought to or for capsulectomy and removal of implant material & replacement of breast implants.